Event description:
It was reported by repair work order that the caster horn was bent and the wheels would not swivel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.